Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available at this time. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio found the device battery pins receded into rubber grommet. Physio re-adjusted and reseated battery pins to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device shut off while in use and when powered back on a battery showed it had no charge. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. The customer indicated a backup device was used with minimal delay.